Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, partial removal, (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 08-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was on (B)(6) the pt had their occipital lead removed because it kept on coming through their neck and when they cut it, it came through their back so they had 3 surgeries and finally they cut it at the box. Pt said last time cutting it retracted then came out back again.